Manufacturer narrative:
The carrier has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
While tunneling the extensions, the carrier for distal extension snapped off during pull-through. Only the carrier broke; the extension was implanted successfully. There was reported to be no pt injury and the pt recovered without sequela.